Event description:
During an attempted implant, the pt was induced into vf. The ICD detected the arrhythmia, discharged and was followed by a popping noise. The device did not recharge. The pt was rescued by external defibrillation. No further communications with the ICD could be established.

Manufacturer narrative:
H.3 evaluation summary: the reported event has been confirmed. Analysis revealed damage ot the output module. It is believed that a breakadown in the output module occurred during the delivery of high voltage therapy, resulting in a low impedance path. The delivery into this low impedance path resulted in damge to the protect circuit and several surrounding components. The method of breakdown could not be conclusively determined.